Event description:
It was reported that during a da vinci s cardiac revascularization procedure, the customer experienced instrument engagement issues on a pt side manipulator (psm) arm. The customer tried multiple instruments and re-seated the sterile adapter prior to calling an isi technical support engineer (tse). The isi tse had the customer power off the system and hit fault over ride, however, the psm intermittently responded. The surgeon decided to convert the procedure to a small thoracotomy to complete the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering discovered system error code #23015 associated with a pt side manipulator (psm) arm. The psm is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The #20015 system error code appeared when the da vinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state." The psm was returned to isi for failure analysis investigation. Engineering eval found that a encoder had malfunctioned, thus generating the system errors experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.